Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that she changed infusion set at the hospital and verfied insulin exits. Troubleshooting was not performed at the time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.